Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. A bent fixation helix was found, which probably resulted from the extraction procedure due to tensile stress. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing on the ventricular channel was observed via home monitoring. The lead and the ICD were replaced. Should additional information be received, this file will be updated.